Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a spider fx during procedure. It is reported that the device was difficult to prepare. Once the device was deployed, it did not expand. It is reported that a broken filter component was observed. The spider was pulled out of a trailblazer without incident. The device was replaced. Evaluation summary: the spider fx device was received with the capture wire loaded in the delivery section of the double-ended catheter. The filter assembly was exposed beyond the catheter. The horseshoe (gold hoop) configuration did not conform to the mouth of the filter and the crimp securement wires of one of the crimps fractured causing a misplaced crimp on the mesh. The mesh wires, in the location the crimp would have been secured to, exhibited significant deformation.